Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of high erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer was comparing results from 2 different strip lots. The customer had initially tested on (B)(6) 2018 with strip lot 26683712 and the result was 3.9 inr. This result was high so the customer reduced his coumadin dose by 4 mg; his normal dose is 10 mg. On (B)(6) 2018 the customer tested using strip lot 26683712 and the result was 4.0 inr which he did not think was correct since he had adjusted his coumadin dose the day before. The customer opened a new vial of test strips with lot 25863822, expiration 28-feb-2019 and tested within 1 minute of the 4.0 inr result with a result of 2.8 inr. The customer thought the result of 2.8 inr was correct. The test strips in question were purchased from ebay. The test strips producing the correct result were from the customer's normal distributor. The customer's therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation that an adverse event occurred. Test strip lot 26683712 was requested for investigation.

Manufacturer narrative:
The investigation was unable to find a definitive root cause as no customer material was returned for investigation. Relevant retention test strips (lot 266837) were tested in comparison with the current master lot at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.